Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, there was a door got stuck and did not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16236704 was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power door jam was not opening due to several medications falling behind the bins, causing pressure on the door and preventing it from opening properly. A field service engineer removed the medications, and the customer restocked them properly in the bins. All worked fine afterward. The system functioned as intended after the field service engineer repaired the device.